Manufacturer narrative:
(B)(4).

Event description:
It was reported " when the balloon was implanted in the patient, according to the on-site doctor's description, the balloon was not implanted until the return of blood was found in the pipeline, and the balloon was immediately withdrawn, re-implanted, and operated normally". Additional information states that another cathether was used to complete the procedure. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Some dried blood was noted within the helium pathway. No sheath was returned with the iabc. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the outer lumen. Under microscopic inspection, a leak site consistent with contact from a sharp object was noted on the outer lumen approximately 58.2cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 1.5cm from the iabc distal tip. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "blood was found in the pipeline" is confirmed. During the investigation, the iab catheter was confirmed with a leak from the outer lumen. The outer lumen leak site identified was consistent with contact from a sharp object. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak from the outer lumen. The root cause of the complaint is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported " when the balloon was implanted in the patient, according to the on-site doctor's description, the balloon was not implanted until the return of blood was found in the pipeline, and the balloon was immediately withdrawn, re-implanted, and operated normally". Additional information states that another cathether was used to complete the procedure. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".